Event description:
It was reported that the device had preventative maintenance (pm) dating and occlusion alarm. It is unknown if there was patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 21-jan-2025. H6. Investigation codes: updated. Investigation summary: customer reported problem with "occlusion alarm and failed pm" performed verification testing: device failed occlusion testing intermittently. Test 1: passed with 22 psi. Test 2: failed with 5 psi. Issue is intermittent and caused by dso (downstream occlusion) sensor failure. Replaced dso sensor and device passed all testing after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.